Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the device history indicated multiple cs 128 replace battery alarms before the voltage reached the alarm threshold. The pump was powered on with no alarms or warnings occurring. During testing, the ez-prime steps were performed correctly. Current draws were found to be out of specification. The pump case was removed and evidence of moisture corrosion was on the power printed circuit board and other internal components of the pump. Unrelated to the complaint, investigation revealed that the audio bolus button cover and slug contact were detached and missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)